Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-08668 and 2134265-2015-08569. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a pullback sled to visualize the lesion. During the procedure, the motordrive unit 5 (mdu5) plus could not perform automatic pullback. No patient complications were reported.